Manufacturer narrative:
Age at time of event: 18 years or older. The returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen. The balloon was loosely folded. There was a longitudinal tear 12mm long starting at the proximal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 23apr2020. A 2.00mm x 9mm maverick balloon catheter was used during a procedure. An unknown issue was noted while the device was inside the patient and the device was removed. The patient status post procedure was stable. However, returned device analysis revealed a longitudinal tear on the balloon.